Event description:
On 07/01/2008 the pt reported that he "bottomed out" while driving approx four months before, and he hit a brick building while traveling at an estimated 130mph in his vehicle. He stated that he broke his femur, shattered his hip, broke ribs, punctured his left lung, and suffered a concussion. He was disconnected from the infusion device while hospitalized. He was in the intensive care unit of the hospital for 2 days, and he was then transferred to another room for 4 days. He was in rehabilitation hospital for 2 weeks and was reconnected to the infusion device during the second week. The pt reported that five days prior to original date, he got up to brush his teeth and he began to feel light headed. He woke up at 6:00 pm in the ER. The pt's mother had found him unconscious in the morning and called paramedics. He was treated with glucagon and dextrose. His target blood glucose range is 100-200 mg/dl. The pt switched to his backup infusion device at the end of that month. He stated that he has an appointment with his physician the day after the original date. Product was replaced and requested to be returned for evaluation.